Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier; d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock. Analysis was performed and it was found that the patient exhibited a frequency-dependent bundle branch block. This widened qrs signal and due to the morphology being very different from sinus, it was double counted. Further evaluation of the patient and troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock. Analysis was performed and it was found that the patient exhibited a frequency-dependent bundle branch block. This widened qrs signal and due to the morphology being very different from sinus, it was double counted. Further evaluation of the patient and troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.